Manufacturer narrative:
Wrong code was used on initial report for conclusion code. Code was corrected.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system had a defective spinous process short clamp. No patient present.